Event description:
The patient experienced pain at the neurostimulator pocket and lead sites. The lead(s) were explanted. The patient was placed on antibiotic (keflex) for 5 days and treated for the pain. The patient recovered without sequelae.